Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had a crack on the screen and the clarity of the screen was getting bad and also it alarmed unexpected restart. The customer¿s blood glucose level was unknown. The customer also stated that insulin pump took few minutes to work and then they need to reset the time. The insulin pump will not be returned for analysis.